Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported their philips intellivue information center (piic) was not producing any sound. The device was not in use on a patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported their philips intellivue information center (piic) was not producing any sound. No patient impact.